Manufacturer narrative:
(B)(4).

Event description:
The complaint device was received for evaluation and passed external visual inspection. The transmitter voltage was tested and failed. The data log was reviewed and found low battery alerts in the log. The customer complaint was confirmed. A root cause could not be determined. This complaint was deemed reportable based on the data log observation of transmitter failure error that occurred on (B)(6) 2017.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for investigation. Data investigation confirmed a low transmitter battery in addition a failed transmitter. The root cause could not be determined. The reported issue of low transmitter battery is reportable based on the finding of a failed transmitter. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.